Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/21/2020. The investigation evaluation was completed on 1/11/2021. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported the hemostatic valve brim cap and hemostatic valve fell off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large as they were moving the dilator. No air visualized entering body, just blood loss maybe 20cc or so estimated. No hemodynamic compromise or adverse patient consequences. The sheath was replaced with a new vizigo sheath and the issue resolved. There was no report of patient consequence. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the hemostatic valve and brim cap appeared detached from the hub. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. Due to the hemostatic valve was found dislodged, the vizigo sheath had leaking in the valve. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and in turn causing leaking. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve separation inside the hub could be related with the excessive force and handling of the device during the procedure. However, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where hemostatic valve separation and brim cap detachment issues occurred. It was reported the hemostatic valve brim cap and hemostatic valve fell off the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large as they were moving the dilator. The sheath was replaced with a new vizigo sheath and the issue resolved. There was no report of patient consequence. The cap and the hemostatic valve separated from end of sheath when attempting to remove dilator. No air visualized entering body, just blood loss maybe 20cc or so estimated. No hemodynamic compromise or adverse patient consequences. The event was assessed as MDR reportable for a hemostatic valve separation and brim cap detached issue.